Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Complaint for his left side was entered separately. Patient has excessive levels of chromium and cobalt in his system. There is no mention of revision surgery for patients right side. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to elevated cocr levels, pain and mechanical symptoms.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.